Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed supplies and resumed insulin delivery. The customer's blood glucose ranged from 200-400 mg/dl.